Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No prime or fill anomaly, no failed battery test alarm, no excessive no delivery alarm and no back light anomaly during test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirted out while priming. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had random random no delivery alarms, rejected new batteries, diminished back light. The insulin pump will not be returned for analysis.